Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a scd sleeve. The customer states post use, the patient complained of pain, and compartment syndrome was found. An scd express sleeve was used on the patient during gynecological surgical procedure along with the use of levitator (lithotomy position) for about 6-7 hours. The patient had a relaxation incision for the compartment syndrome. The patient has recovered.